Event description:
The patient had urinary retention, so a foley urinary catheter was placed, and the balloon inflated without difficulty. Blood was noted. The catheter was discontinued and urology consulted. Examination revealed a urethra rupture.